Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient (age not reported) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported by the nurse. On an unreported date, the patient experienced peritonitis. The patient was hospitalized from (B)(6) 2011 to (B)(6) 2011. The cause of the peritonitis was unknown. Treatment was not reported. On an unreported date in (B)(6) 2011, the patient was recovered from the peritonitis. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse stated the peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number gd882647 with no defects noted. A batch review was conducted for potentially associated lot number gd879924 which revealed voids were noted in the pouch seal during manufacturing. Corrective actions were implemented by the manufacturing facility and a re-inspection of the lot was performed which revealed all affected units were removed prior to release of the lot. However, these defects are not associated with the reported peritonitis. The root cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.